Event description:
During an arcofix procedure, the surgeon was final tightening the gold locking screws with the torque limiting handle/quick release and the head of the screw sheared off in the center position. The head was retrieved with the shaft remaining in the bone and plate. Pt was augmented with posterior pedicle screw fixation and bone graft. The procedure was completed, surgeon noted the plate was locked in place. Torque limiting handle/quick release found to be out of specification due to lack of calibration.

Manufacturer narrative:
This info was not provided during initial report. Additional info has been requested. Subject device is an instrument and is not implanted. Investigation is on going; no conclusion can be drawn as no device was returned. Review of the manufacturing records has been requested.